Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a high blood glucose level 300 mg/dl event on (B)(6) 2026, and treated with manual bolus. No further information available.